Event description:
After an uneventful automated red cell donation, the donor left the center in good condition. Soon after they experienced tightness in their chest and broke out in hives. On the advice of the center medical director, the donor took benadryl but did not seek medical assistance.